Event description:
The user received an inaccurate hcg result for one sample from a patient whose diagnosis was "gestation (B) (6)". The initial result was less than 0.1 miu per ml. The repeat result from a sarstedt tube on an e170 was also less than 0.1 miu per ml. The user stated they also received "the same result" from the centaur analyzer. No information was provided to determine if any erroneous results were reported or if the patient was treated based on the erroneous results. The investigation is ongoing. If additional information is received, appropriate notification will be provided.